Event description:
Tech noted a small hole in wire when flushing and noticed fluid leaking wires can be easily bent/kinked during difficult or challenging insertion, but should not have perforation in integrity of wall (2nd wire used on this patient with same issue). Ref report: mw5145558. Refer to add'l documents in i2k.